Event description:
Customer alleges discrepant results with meter compared to lab. On (B)(6) 2010, results done within 1 hour of each other. Pt's target therapeutic range is 2.5-3.0.

Manufacturer narrative:
Investigation pending.